Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an infiltration pump. The customer reports the pump roller no longer functions. This was noticed when he proceeded to flush the tubing prior to a procedure. It malfunctioned, so he performed the procedure using two syringes and exchanging them.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.